Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The vaporizer manifold kit was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a leak in excess of 4.5lpm. There was no report of patient involvement.